Event description:
It was reported that the patient had a loss of stimulation/therapeutic effect, was unable to adjust stimulation, and had a shocking/jolting sensation. After the surgical lead implant the patient felt stimulation only at high voltages (about 9v), but with reprogramming immediately after the lead implant they found a good level of stimulation at 2v. After an earthquake hit the area where the patient lived, the patient had a strong shocking sensation and afterwards did not feel stimulation anymore at 9v, except from some instants. All impedances were always in the ranges. The patient was reported as alive with injury, including no stimulation, less than 50% therapy relief, and in great pain. A surgical revision was performed wherein the lead and the lead + extensions were tested using alligator clips but the patient continued not feeling stimulation. Finally, the lead was replaced.

Manufacturer narrative:
Product ID 3999-30, lot# 0205425879, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found a cut in the outer insulation of the lead body.